Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false positive result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false positive result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. A bd field service engineer (fse) was dispatched and updated software to 6.40 on fx and reconnected to epicenter. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was outdated software. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA#1233452 was recently implemented for false positives. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.